Event description:
It was reported that the patient experienced consistent overnight low glucose while using the pump, leading the caregiver to pause insulin delivery and switch to backup multiple daily injections overnight; the device problem and implicated component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.